Event description:
Leakage of medication between interlink threaded lock cannula and baxter microbore tubing extension set (2n3348). No injury or medical intervention reported. Incident occurred in nicu.